Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the issue. Legal manufacturer: hcs madison - (B)(4).